Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Review of the device history records showed no non-conformances generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: the distal tip appears to be show very minor worn out signs however instruments looks in good condition. The reported sport grip star-driver part 03.632.075 is part of the matrix (deformity/degenerative) spine system. The applicable technique guides and related literature were reviewed. This driver is intended to be used for pedicle screw and locking cap insertion and provisional construct tightening only. The matrix spine system includes several alternative matrix t25 drivers besides the device reported. These technique guides included information and recommendations regarding the proper use of this driver (never use a fixed or ratcheting t-handle screwdriver for final tightening or loosening/removal). Upon inspection of received driver, the reported condition of instrument does not hold the locking cap cannot be duplicated as the involved locking cap is not available. The distal tip appears to be show very minor worn out signs however instruments looks in good condition. No conclusive evidence is observed that suggest that screwdriver will not work as intended; this complaint cannot be confirmed. A review of the applicable tabulated driver drawings was performed. The drawings call out the appropriated dimensions, material and finishing processes for a successful driver design. The driver is designed with a standard stardrive tip and is made from h900 heat treated 465 stainless steel. Mechanical test found the average torsional yield of t25 stardrive screwdrivers made from 465ph h900 to be 13.6nm. Compared to an average 6.84nm toque that can be applied to the driver. The device was found to be adequate for its intended use. In conclusion, the reported complaint condition was not confirmed; no conclusive evidence is observed that suggest that screwdriver will not work as intended. The reported device design was found to be adequate for its intended use and did not contribute to cause this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during revision surgery, l2-s1 posterior fusion with l2-3 transforaminal posterior lumbar interbody fusion (t-plif) and l5-s1 tplif, multiple parts did not function as intended while inserting the new screw system. The simple persuader got stuck, jammed, on the screw and the surgeon had to pry it open to get it off the screw head. Another simple persuader was available to use as backup. The straight shaft (straight tip stardriver) used during final tightening kept slipping off the locking cap. Another straight tip stardriver was available to use as backup. The screwdriver, (sport grip stardriver) would not hold the locking caps. The surgeon attempted to use the backup screwdriver, but that also would not hold the locking caps. The surgeon used bone wax with the screwdriver to make the locking caps stick. In addition, the mallet broke. After impacting the interbody, the technician noticed that the plastic portion could easily separate from the mallet. The threads inside the mallet were stripped. The fragment that was generated from the mallet breaking was in the mallet and was easily removed and discarded. The surgeon used the metal side of the mallet to finish the work. The revision surgery was being performed because the patient had adjacent level disease at l3-l4 and the surgeon wanted to replace the old click¿x screw system with the new matrix screw system. A time delay of two minutes was reported. No patient harm was reported during the revision surgery. This is report 4 of 10 for (B)(4).